Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient thought the pump was delivering dilaudid/hydromorphone. The indication for pump use was spinal pain. The patient reported that her pump was removed in january. She stated that her body rejected it, so it needed to be removed.